Event description:
It was reported the pt is no longer receiving stimulation. There is no communication with the scs charger or programmer. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Add'l info - 1627487-05242011-002-r; 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.